Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss alarm. There was patient involvement reported and no injury or harm reported. Initial troubleshooting pressing the start button and later the iab fill key, temporarily resolved the issue. The patient¿s condition ventilation with peep of 5, frequent suctioning, and atrial fibrillation with hr in the 110s was identified as a likely contributing factor. During the overnight shift, alarms escalated to include gas loss, gas gain, and augmentation below limit. Despite guidance to consistently use the iab fill key, the gas loss alarm persisted (ok.10 times in one hour). Esp advised switching pumps. After switching, a second device produced an autofill failure alarm despite proper setup. Esp then recommended obtaining another unit. The customer successfully transitioned to a third cardiosave pump, which resolved all alarms.